Manufacturer narrative:
(B)(4). The customer reported that the device would not hold a charge. There was no report of pt involvement. The customer was informed by philips that this device has been out of support since (B)(6) 2006 and parts are no longer available. Based on the customer's report, we will consider this a malfunction. We are unable to determine the cause of the reported symptom.

Event description:
The customer reported that the device would not hold a charge. There was no report of pt involvement.